Manufacturer narrative:
The reported event of power cable disconnect alarms was confirmed via the log file review. The log file spanned approximately 3 days (B)(6) 2022 to (B)(6) 2022 per the timestamp). Atypical power cable disconnect alarms intermittently activated on (B)(6) 2022 from 06:11 to 06:56 due to invalid rsoc faults on the black power cable not associated with a power source exchange. The alarm resolved shortly after activation and did affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(4), was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. Additional information on 11apr2022 stated that the controller was exchanged to due to atypical power cable disconnect alarms. The alarm occurred on multiple sets of batteries and battery clips. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller inappropriately alarmed for power cable disconnects; these alarms occurred with multiple sets of batteries and battery clips. The system controller was exchanged; the patient's status was unknown.